Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited error 1660. It was reported that batteries were removed and replaced but the alarm continues. No adverse effects reported.